Event description:
It was reported that an omega lag screw was left in the patient as it was unable to be removed during the previous surgery. The patient subsequently requested that the lag screw be removed. An instrument broke during the second attempted hardware removal. The patient was not able to be revised. The surgeon elected to leave the hardware in the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the breakage of the connecting bolt omega could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused by the application of excessive force on the instrument. As reported, the event occurred during a surgery of omega lag screw removal. This was already the second revision surgery so it is likely that excessive force was applied on the instruments in order to force the extraction of the implant. This excessive force caused the instrument to break. The visual inspection revealed that the threaded tip of the connecting bolt is broken, confirming the reported event. The breakage is consistent with the application of excessive force on the instrument. Note, as stated in the implant extraction guide: ¿check that ingrown does not obstruct secure engagement of the extraction device, otherwise the implant or the instrument may be damaged and extraction will be more difficult.¿ ¿the lag screw is extracted by counterclockwise rotation and pulling. Use the 7mm spanner wrench if higher forces are required for the removal of the lag screw.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that an omega lag screw was left in the patient as it was unable to be removed during the previous surgery. The patient subsequently requested that the lag screw be removed. An instrument broke during the second attempted hardware removal. The patient was not able to be revised. The surgeon elected to leave the hardware in the patient.